Manufacturer narrative:
H6: investigation summary the customer reported that set separated within the pump part disconnect during albumin administration by nurse on a patient and returned a photo of the incident. The photo could not verify the complaint as separation from the pumping segment. The root cause is unable to be identified without the physical sample for investigation. Due to no material, batch, or sample being received, device history record could not be performed, and the production records could not be evaluated. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using unspecified bd infusion set components separated. There was no report of patient impact. The following information was provided by the initial reporter: set separated within the pump part disconnect during albumin administration by nurse on a patient.

Event description:
It was reported while using unspecified bd infusion set components separated. There was no report of patient impact. The following information was provided by the initial reporter: set separated within the pump part disconnect during albumin administration by nurse on a patient.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown. Awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.